Manufacturer narrative:
Visual inspection of the driver revealed split housings, a broken pin holder for the right shoulder strap on the front housing, a broken exhaust fan cover, raised inserts in the fractured bottom left housing boss, raised inserts in the top left housing boss, and a broken exhaust fan. The customer-reported alarm was reproduced during investigation testing when a temperature alarm sounded during the observation test run. The root cause was determined to be the inability of the exhaust fan to operate due to the observed damage. The physical damage was most likely caused by rough handling or an impact shock to the driver. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. Ce 4686 follow-up report 1 (1 of 3).

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the freedom driver from performing its life sustaining function. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4); (1 of 3).

Event description:
The reported issue is reported under three separate medical device reports: (1) freedom driver s/n (B)(4) (MFR report # 3003761017-2019-00047), (2) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2019-00054) amd (3) freedom onboard battery s/n (B)(4) (MFR report # 3003761017-2019-00055). The customer, a syncardia certified hospital, reported that the freedom driver exhibited a temperature alarm or fault alarm while supporting a patient. The customer also reported the freedom driver and the two freedom onboard batteries s/n (B)(4) were very hot. The customer also reported that the patient was switched to a backup driver without any adverse patient impact.